Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 7 events of infusion sets leaking at site events between 29-apr-2024 to 29-may-2024. The events occurred within 1 day of insertion.the blood glucose level was 280 mg/dl at the time of events .the patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.